Event description:
It was reported that the error 113 (reduced water temperature control) occurred in arctic sun device during use. Case completed with alternative machine. Per review of wo on 31mar2023, patient was involved and there was no impact to the patient. Per follow up information received via email on 03apr2023, the device was under investigation and there was no information received about patient identifiers. Per follow up information received via email on 24apr2023, treatment was complete.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The cause of the error 113 was determined to be the mixing pump. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 113 (reduced water temperature control) occurred in arctic sun device during use. Case completed with alternative machine. Per review of wo on 31mar2023, patient was involved and there was no impact to the patient. Per follow up information received via email on 03apr2023, the device was under investigation and there was no information received about patient identifiers.